Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The data provided shows that quality control (qc) was in range. The ccc requested the customer to run a five test precision study for each qc level. The results were in range. The ccc did not find any outliers present in precision study. A siemens headquarters support center (hsc) specialist reviewed the data supplied. Hsc stated there were no process errors while processing the patient sample. Hsc also stated that there was no sample handling or preparation information provided, and the sample was not repeated from the same aliquot. The initial run was from the primary tube and each repeat after was from a short sample container. Since the sample handling and preparation information is not provided, the cause cannot be determined. The cause of the discordant, falsely depressed vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on one patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample on the same instrument multiple times, resulting higher. The customer issued a corrected report out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin result.